Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set fell off event on 03-mar-2026 during use due to adhesive issue. The infusion set was in use for less than one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.